Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was evaluated and it was found that the symptoms happened from the system boot up. The symptom were resolved by reseating the sata cable power source of the dvd; however , the dvd sata cable is not related with physio module ECG signal directly. No similar issue reported during internal testing for the several previous sw patch verifications.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), provide additional initial reporter information (see section e1,e2,e3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the patient and device codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during equipment testing, the technologist discovered that the electrocardiogram (EKG) trace line was displayed but there was no signal. There was no study or procedure being performed when the reported phenomenon occurred. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
EKG trace line is displayed, but there was no signal. The investigation is in process.